Event description:
It was reported that the left ventricular (lv) lead had high impedance and was fractured. The lead was capped and replaced. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, (B)(6) 2003; d334trg ICD, (B)(6) 2013. (B)(4).